Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received error codes. The customer's blood glucose level was unknown at the time of incident. Customer stated that the buttons are stickier and has crack on one side of the pump. The pump had no delivery alarm. The insulin pump will not be returned for analysis.